Event description:
It was reported during a da vinci hysterectomy procedure, the monopolar curved scissors instrument's distal end of scissors cracked. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument tube extension was cracked. The clevis was dislodged from tube extension. The tube extension fractured next to one of the keys that mates with the proximal clevis. The length of the crack was approximately .286-.495. Failure analysis concluded the cracked damage was likely due to mishandling/misuse. Failure analysis also found the instrument tube extension had pad printing removed. The pad printing was removed near one of the cracks. However, it does not appear that the pad printing was removed as a result of the crack. Failure analysis concluded the pad printing removed was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the pad printing damage were to recur could cause or contribute to an adverse event.